Event description:
The patient (pt) reported the doctor put in another manufacturers pump (flowonix). Patient called the flowonix pump "a piece of junk" and the patient states they also replaced the catheter. The flowonix pump was shut off. The caller also reported he was given a "used ptc" device with his flowonix pump. The flowonix pump was replaced with another flowonix pump which is currently vibrating. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).